Event description:
Customer reported the system turns on and shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker. No pt injury was reported.